Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
. This report is being supplemented to provide additional information based on the review of the, results of third-party testing, the device evaluation and the complaint investigation. Customer provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: n/a cfu: 100 cfus mixed culture bacterial identification: cellulosimicrobium cellulans, paracoccus yeei, ochrobactrum intermedia. Sampling date: feb 20, 2025 sampling from: air/water channel cfu: no growth bacterial identification: n/a sampling date: (B)(6) 2025 sampling from: biopsy channel cfu: unknown bacterial identification: staphylococcus epidermidis:moderate growth sampling date: (B)(6) 2025 sampling from: biopsy channel cfu: unknown bacterial identification: pseudomonas aeruginosa:moderate growth sampling date: (B)(6) 2025 sampling from: suction channel cfu: unknown bacterial identification: escherichia coli: moderate growth. Sampling date: (B)(6) 2025 sampling from: suction channel cfu: unknown bacterial identification: pseudomonas aeruginosa: heavy growth. Sampling date: (B)(6), 2025 sampling from: suction channel cfu: unknown bacterial identification: enterococcus gallinarum: heavy growth. Sampling date: (B)(6) 2025 sampling from: suction channel cfu: unknown bacterial identification: pseudomonas aeruginosa: heavy growth. The reported event was not confirmed as the scope was not microbiologically tested by olympus.

Event description:
No additional information received from the customer.